Event description:
It was reported that the patient was implanted a zimmer mmc cup 58mm/50mm code p on the left side on (B)(6) 2010. To date, the patient has not been revised. Currently, the patient is being monitored due to loosening.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).